Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had a small bulge at the anchor incision site on his back which was causing mild discomfort. As a result, the patient underwent surgical intervention on (B)(6) 2015. Upon examination of the bulge during the surgery, no anomalies were found. In turn, the doctor closed the incision and the bulge was resolved. The patient continues to have effective therapy. Further information for the anchor is unknown.